Event description:
The complaint is reported as: "the line breaks & distal lumen was detached from the catheter during the process of inserting the pre-filled syringe into the brown lumen for line flushing while the medical staff is performing blood culture from the patient. And it was replaced with a new catheter and there was no problem". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one distal luer hub for evaluation. The remainder of the catheter was not returned for analysis. Visual inspection revealed the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit) warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A device history record review was performed based on sales history and did not reveal any relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the line breaks & distal lumen was detached from the catheter during the process of inserting the pre-filled syringe into the brown lumen for line flushing while the medical staff is performing blood culture from the patient. And it was replaced with a new catheter and there was no problem". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.